Event description:
The hcp reported the pt presented with a "history of radiating pain with movement." The pt also had a recent increase in neck pain that radiated to the left arm with a new or different sensory complaint or parasthesia. The pt had been receiving a compounded drug mixture that included hydromorphone, bupivicaine, midazolam, and morphine tartrate. An MRI was done that demonstrated an inflammatory catheter tip mass. Blood tests were done and reported as normal as was the cerebrospinal fluid. A culture was done and reported as negative - the source was not reported. The catheter was removed in 2004. The mass was not removed or surgically explored. The catheter was replaced in 2 segments at a lower location. The pt outcome was reported as returned to work 1-2 weeks later.